Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was caller stated their therapy settings had been "working pretty well" but that it was a "different kind of sensation" then in the trial. Caller said it is on the left side and that when they "go up higher" it does a "shock, sharp jab in the bladder on the left". Caller said they could handle it and would breathe through it, so they kept the stimulation there, but then they had "a little bit of leakage" so they turned it up. Caller stated they had an "accident the other day" like they haven't had since prior to implant where they "went through their clothes". Caller mentioned that when thestimulation is stronger and they feel it is working for their bladder, it seems to "constipate me" and they said it seems to tighten up their bowel or "rectum or something". Caller said when they go to the bathroom and have a bowel movement it is "smaller in size" and seems like it is "going through a smaller tube". Caller said as their bladder symptoms get worse, their bowel is "going more normal". Caller mentioned that when they are sitting in a chair sometimes it feels like their bowel on the left side or colon "going to spasm" and caller said again they can breathe through it, and it "calms itself down", but caller said it is "like having contraction". Caller said the sensation "feels like sharp jabs" and is "prickly" when they increase stimulation. Caller said they noticed the bowel issues "last week". Reviewed caller options for stimulation and programs. Caller stated they feel comfortable changing programs on their own.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.